Event description:
A report was received that the patient developed a wound infection at the pocket site. Symptom of wound dehiscence over the generator pack and serosanguineous fluid were noted. The patient was placed on intravenous antibiotics. The patient will undergo a revision procedure.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient developed a wound infection at the pocket site. Symptom of wound dehiscence over the generator pack and serosanguineous fluid were noted. The patient was placed on intravenous antibiotics. The patient will undergo a revision procedure.